Manufacturer narrative:
The received device was evaluated and blood was observed on the adhesive pad. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising. Although the exposed portion of the soft cannula was found to have a tear and caused a leakage, it could not be determined when the tear occurred or if it contributed to the reported bleeding and bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 265 mg/dl. The pod was worn between 49 and 71 hours on the leg. Hyperglycemia treated with a new pod.